Event description:
V60 bipap started to alarm stating no oxygen to bipap machine. Checked the patient's circuit and everything looked good. Checked that the bipap was connected to wall oxygen outlet and it was. Patient's oxygen (o2) saturation was 97% within normal limits. As a result, bipap machine changed out for a new one, and new machine that had same circuit as previous machine. New bipap machine plugged into same wall oxygen outlet and is operating correctly now without alarms. Therefore, the o2 sensor/analyzer had gone bad in previous bipap. Patient was without any harm.